Event description:
It was reported that a hole was found on the shaft of the catheter near the trifurcation.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It was unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the photo sample noted one opened (without original packaging), used three way silicone irrigation foley. Visual inspection of the sample noted that the catheter had blue tape around it near the trifurcation. However, due to this tape, any hole that would have been there would be covered, so it could not be determined if there was really a hole there. A potential root cause for this failure could be "inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that several catheters had a hole in it.